Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and observed the damage to the guide blocks. The stm replaced both guide blocks and performed full functional and safety testing to factory specifications. The iabp was released to the customer for return to clinical service.

Event description:
It was reported that two of the guide blocks that secure the safety disk on the cs300 intra-aortic balloon pump (iabp) were broke and needed replaced. . It is unknown under what circumstances the event occurred; however, no patient involvement or adverse event was reported.